Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for experiencing diabetic ketoacidosis (dka) considered dangerous and a blood glucose (bg) level of 600 mg/dl. Cause of bg/ketones was due to customer not performing an infusion set change correctly resulting in insulin leaking at the cartridge connection. Customer was treated with intravenous therapy and insulin. Customer was released from the hospital the following day with the issue resolved.